Manufacturer narrative:
This report is for one (1) unknown dhs/dcs. Part#, lot# and UDI # is not available. Device was not explanted; remained implanted in the patient. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the tip of a connecting screw for extraction of dynamic hip screw (dhs) blade broke off intraoperative on (B)(6) 2016. The dhs blade could not be removed and was left into patient's body. No prolongation of surgery was reported, no information about patient outcome was reported. Concomitant medical products: dhs plate (part# unknown, lot# unknown, quantity 1); dhs locking screw (part# unknown, lot# unknown, quantity 1); cortical screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown dhs/dcs. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fragments were generated, but it's unknown, whether it was easy or difficult to remove them. There was no patient harm.